Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges. Customer alleged that they dropped the pump and shortly after the alarm occurred. The customer's blood glucose (bg) level was 130 mg/dl. In addition, it was reported that the customer experienced a bg level that read "low," exact value was not provided. Cause of the low bg was unknown. Customer consumed carbohydrates, drank juice and ate a granola bar. Recommendation was made to consult with healthcare provider regarding diabetes management.